Event description:
It was reported that during a case the resistance of the filters increased. The anesthesia device reportedly generated a "paw high" alarm. The o2 saturation of the pt reportedly decreased quickly. The pt was disconnected and ventilated with an ambu bag. The exact outcome is unclear.

Manufacturer narrative:
The investigation is ongoing. We will provide the results within a separate follow-up report.